Event description:
Clinical narrative: a 64-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage b) was supported with bipella consisting of an impella cp implanted percutaneously via femoral arterial access and an impella rp flex implanted percutaneously via right femoral venous access. A complaint was initiated due to rising ldh levels suggestive of hemolysis during support, with values increasing from 1,849 u/l to 2,362 u/l and subsequently to >3,325 u/l. Device assessment confirmed appropriate positioning of the impella rp, and the impella cp inlet was measured at approximately 4.0 cm from the aortic valve, with the treating physician notified and aware. The patient required minimal transfusion, had no significant thrombocytopenia, and no bleeding or oozing was noted at insertion sites; other laboratory values were reported as improving. The patient experienced a brief cardiopulmonary arrest requiring intubation, remained on crrt in the setting of baseline esrd, and ultimately expired. Both devices were explanted. Rising ldh levels indicative of hemolysis were observed during bipella support despite appropriate device positioning and absence of device alarms. Hemolysis is a known risk associated with impella and use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions. The death is conservatively being reported to the impella rp flex, impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage b, end stage renal disease on crrt, and a brief episode of cardiopulmonary arrest.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella rp flex device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.